Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging multiple inaccurate low comparisons performed on his onetouch ultra2 meter compared to a laboratory device, to another meter and to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started reading inaccurately low at an unknown time on (B)(6) 2015. The patient manages his diabetes with insulin (self-adjuster). He reported that he continued with his usual dose of medication including sliding scale after the start of the alleged issue. He reported that at an unknown time, he developed symptoms of "heart racing". He reported that he was taken to the emergency room (ER) where he alleged that he obtained an inaccurately low blood glucose result of "135 mg/dl" on the subject meter, and a result in the "300's mg/dl" on a laboratory device performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' accuracy criteria. The patient reported that a healthcare professional (hcp) administered 2 bags of IV insulin to treat his symptoms. While in ER, the patient also reported that he obtained an alleged inaccurate low blood glucose result of "130 mg/dl" on the subject meter compared to "278 mg/dl" on the ER/hospital meter performed within 30 minutes of each other, and alleged inaccurate low results of "107, 70, 130 and 150 mg/dl" on the subject meter compared to feelings/normal results. During troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure and he had used an approved sample site and the correct testing technique. The patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury which required treatment from an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.